Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) blood was leaking at the hub of the sheath; (2) blood loss was less than 250ml; and (3) there was not patient injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00012 to provide the sample evaluation results. The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from three recent production lots. A visual examination did not reveal any visual defects. Leakage testing was conducted and found to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00012 to provide the sample evaluation results.